Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. The root cause was attributed to depleted main batteries due to user error. The main batteries and battery harness were replaced to correct this condition. Additional information: a service history review revealed that the device has been serviced three times prior to this event. During previous services the main batteries and battery harness were replaced. Prior servicing did not contribute to the customer's reported condition. The user interface module master software version for this device is colleague 2006(5.09.90).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition had the potential to interrupt delivery. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.